Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the etco2 is not connecting. No reports of pt impact.